Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 701 mg/dl while wearing the pod between 4 and 24 hours. The patient reports feeling dizzy. The patient reports they administered a bolus of 6.5 units of insulin but their blood glucose levels had not decreased. Once at the hospital the patient was treated with an insulin drip as well as manual shots of insulin and magnesium. The patient remains in the hospital and is wearing the pod at the time of this call.